Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, a crease was noted in the anterior view. It is possible that the crease was caused by the stress occasioned to the shell by the patient fell. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible hematoma secondary to chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced postoperative right-sided chest injury. A healthcare professional reported that the patient fell off a horse on (B)(6) 2020, and came in for a consultation on (B)(6) 2020. The patient suffered a possible hematoma secondary to a chest injury, and had to have exploratory surgery and the device explanted on (B)(6) 2020 as a result.